Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as urinary tract infection converted to peritonitis. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with injection vancomycin (1g, every 72 hours, route not reported) and injection fortum (500 mg, in each pd bag) for peritonitis. The patient's outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.